Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. UDI - (B)(4). This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2017-00781 & 00783).

Event description:
Patient's right hip was revised approximately one month post-implantation due to the acetabular liner disassociating from the cup. During the procedure, all components were removed and replaced.